Manufacturer narrative:
Additional lots used: 8005p10 - 10096552, exp: 05/2011. Manufacture date: 05/2008; 8005p10 - 1010293, exp: 07/2012, manufacture date: 07/2009. The device history records for lots 1009652, 1010293 and 1013181 were reviewed, all required testing specifications were met prior to release, no abnormalities noted.

Event description:
A patient (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. The patient was injected with 3.0 ml coaptite (lots 10009652 and 1010293x2) on (B)(6) 2009 and with 2.0 ml coaptite (lot 1013181) on (B)(6) 2009. The patient first experienced an urge incontinence on (B)(6) 2010, and resolved on (B)(6) 2012; the patient was treated with oxybutynin 5 mg bid; the event was of moderate severity and probably not related to coaptite. On (B)(6) 2012, the patient experienced hematuria and resolved on (B)(6) 2012; per physician, no treatment necessary; the event was of mild severity and probably not related to coaptite. On (B)(6) 2012, the patient experienced urinary tract infection and resolved on (B)(6) 2012; the patient was treated with rocephin by pcp. Per physician, the event was of mild severity and probably not related to coaptite. On (B)(6) 2012, the patient experienced urinary tract infection and resolved on (B)(6) 2012; additionally on (B)(6) 2012, the patient experienced lower back pain and resolved on (B)(6) 2012. The patient was treated with rocephin by pcp for both events. Per physician, the events were of mild severity and probably not related to coaptite. On (B)(6) 2012, the patient experienced lower back pain and resolved on (B)(6) 2012; the patient was treated with rocephin by pcp. Per physician, the event was of mild severity and probably not related to coaptite.